Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull blades; therefore, the condition of the product could not be verified. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo review: the photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a knife and pak label, the reported product and lot information is confirmed. Reported issue cannot be confirmed from photo. Conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Inconclusive: inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Not warranted: as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Root cause inconclusive: not warranted - as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery with intraocular lens implantation, the ophthalmic cutting knives were found to be blunt. The surgery was completed the same day using a different knife. No patient impact was reported.